Event description:
Same case as MDR ID# 2134265-2012-07121. It was reported that during a hypogastric treatment procedure, a catheter occlusion occurred. The target lesion was located in a moderately tortuous hypogastric artery. Flushing was not maintained through the renegade stc 18 microcatheter and resistance was encountered as a f-idc 2d interlock 10mmx30cm coil advanced through the renegade microcatheter. The interlock coil became stuck inside the renegade microcatheter. The interlock coil was withdrawn and blood was noted in the renegade microcatheter. The interlock coil was attempted to be advanced again through the renegade microcatheter and it would not advance forward as it clotted in the catheter. The procedure was completed with a different device. No further patient compilations were reported.

Event description:
Same case as MDR ID# 2134265-2012-07121. It was reported that during a hypogastric treatment procedure, a catheter occlusion occurred. The target lesion was located in a moderately tortuous hypogastric artery. Flushing was not maintained through the renegade stc 18 microcatheter and resistance was encountered as a f-idc 2d interlock 10 mm x 30 cm coil advanced through the renegade microcatheter. The interlock coil became stuck inside the renegade microcatheter. The interlock coil was withdrawn and blood was noted in the renegade microcatheter. The interlock coil was attempted to be advanced again through the renegade microcatheter and it would not advance forward as it clotted in the catheter. The procedure was completed with a different device. No further patient compilations were reported.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the introducer sheath, pusher wire and coil were returned. The pusher wire and coil were returned inside the introducer sheath. Several large bends present on distal end and mid-section of pusher wire. Significant amount of dried blood was present in the introducer sheath. The introducer sheath was inspected and was noted to be kinked. The twist lock appeared to be fully opened. The coil and pusher wire interlocking arms were joined inside the introducer sheath. An attempt was made to remove the coil from proximal end of introducer sheath however resistance was encountered and the device could not be removed. The pusher wire was then retracted back through the introducer sheath, and the coil and pusher wire were removed. On removal a significant amount of blood was present. The coil was placed in luke warm water in order to count the number of fiber bundles and on removal from the water it was noted that the coil was stretched and kinked. Microscopic inspection revealed the interlocking arm of the fidc main coil had no damage. The interlocking arm of the pusherwire ss coil was inspected and no damage was noted. The main coil zap tip was inspected and no damage was noted. Dimensional inspection was performed and the device was found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: in order to achieve excellent performance of the fidc coil and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device. Continuous flushing: reduces retrograde blood flow into the microcatheter and introducer sheath during coil delivery. Reduces contrast crystal formation and/or thrombosis on the delivery wire and in the guiding catheter and microcatheter lumens. "Reduces premature coil thrombosis." (B)(4).